Event description:
New information indicated that initial parameters were restored to the device. The device was functioning normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the pulse generator, a parameter error message was displayed. No intervention was reported. The patient was asymptomatic and would continue to be monitored.